Event description:
Reported due to uncoiling of guide wire. The physician attempted to use the asahi miraclebros3 in a chronic total occlusion (100% stenosis) of the "ostial left circumflex." The distal portion of the wire became trapped in the lesion. As the physician attempted to remove the device, it "distended like an extended spring." The physician pulled on the guide wire until it was completely removed from the pt. There was no injury to the pt as a result of this incident. No additional info was received.